Manufacturer narrative:
Concomitant: product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 748251, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID 3387-40, lot# j0437135v, implanted: 2004-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had their implantable neurostimulator (ins) replaced (B)(6)-2014, and they also replaced some of the wiring because it was shorted out ¿or something¿ from the ear down. No outcome was reported for this event and additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.